Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had e error code, no low reservoir warnings and sticky or non-responsive buttons. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had unexplained no delivery alarms, battery life severely diminished to only 2 days, rejected new batteries, lost settings often when changing batteries and very slow rewind of reservoir. The insulin pump will not be returned for analysis.